Manufacturer narrative:
Continuation of d10: product ID: 978b128 lot#: va2kl5f, implanted: 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that the patient was experiencing pain, numbness , walking difficulty/immobility/loss of balance/unable to get out of bed. Additional information was received, from a healthcare professional (hcp). The hcp reported, that the pain was caused by the implant. Patient complained of foot pain and of ins site pain on (B)(6) 2022.. To resolve this issue, they replaced the lead wire and had a revision of the pocket. There was still pain at the ins site. Patient was advised to wait longer for healing to take place, around new ins pocket.